Manufacturer narrative:
B5- updated: the reporter indicated the surgeon inserted the left (os) lens (12.6mm vticmo12.6 implantable collamer lens -14.50/+3.0/090) into the right (od) eye by mistake on (B)(6) 2021. The lens was removed intraoperatively. Later on (B)(6) 2021 a lens of the same parameters was implanted into the right (od) eye and the problem was resolved. Cause of the event is reported as user error. Claim# (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+3.0/090 (sphere/cylinder/axis),within the same surgery due to the lens was implanted into the wrong eye (os lens implanted in od). The problem was resolved. The cause of the event was due to user error. The eye is quiet and stable.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).